Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The balloon was functioning as expected. However, as noted in b5, the pink rubber was cut, leaking, and the white ceramic was exposed. Furthermore, there was a crack in the distal adhesive. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the ultrasonic gastrovideoscope because the balloon would not inflate. However, upon further review once returned, evaluators discovered that the pink rubber was cut and exposing white ceramic. This report is being submitted to capture the cut pink rubber and exposed ceramic. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities.¿ based on the manufacture date of the device, it is unlikely that age deterioration caused the reported failure. Therefore, investigation believes that external forces applied to the device during normal use, including reprocessing may have caused the reported event. Olympus will continue to monitor the field performance of this device.